Manufacturer narrative:
A ge service representative performed an on site investigation. The customer refused parts and repairs. Therefore, no conclusion can be drawn. However, no reports of pt and or staff injury.

Event description:
The customer reported the system displayed a collimator potentiometer error. No report of pt and or staff injury.